Event description:
Cirona portable dvt device 6300. At discharge it was found that the device had overheated and melted the outer casing. No injury to pt. Device removed from pt and new device given to pt.